Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7070-90, lot# 157758, manufactured 05/17/13, expires 2018-05. Ifuse implant, p/n 7045-90, lot# i0857, manufactured 12/05/13, expires 2018-11. Ifuse implant, p/n 7035-90, lot# i0376, manufactured 07/03/13, expires 2018-01.

Event description:
In (B)(6) 2014, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient had complaints of leg pain following the procedure. A later CT scan revealed that the longest implant may have been impinging on the si foramen. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the impinging implant and replaced it with a shorter implant using the same hole left by the explant. No other implants were adjusted or added. The patient claims her pain is worse after the revision surgery.